Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on 2 september 2019, an alert for ventricular fibrillation was sent by the patient's home monitor. During the follow-up performed on (B)(6) 2019, noise was observed in both atrial and ventricular channels in the ventricular fibrillation episode recorded in the device memory. Additionally, when the physician printed twice in a row the same ventricular fibrillation episode, the atrial egm appeared different on the two printouts. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials.

Manufacturer narrative:
Preliminary analysis revealed that the observed issue on the printout resulted from a programmer software anomaly when printing the episode.

Event description:
Reportedly, on (B)(6)2019, an alert for ventricular fibrillation was sent by the patient's home monitor. During the follow-up performed on (B)(6)2019, noise was observed in both atrial and ventricular channels in the ventricular fibrillation episode recorded in the device memory. Additionally, when the physician printed twice in a row the same ventricular fibrillation episode, the atrial egm appeared different on the two printouts. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials.

Event description:
Reportedly, on (B)(6) 2019, an alert for ventricular fibrillation was sent by the patient's home monitor. During the follow-up performed on (B)(6) 2019, noise was observed in both atrial and ventricular channels in the ventricular fibrillation episode recorded in the device memory. Additionally, when the physician printed twice in a row the same ventricular fibrillation episode, the atrial egm appeared different on the two printouts. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials.